Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported to boston scientific corporation that a polyflex tracheobronchial stent was used during a stenting procedure within the trachea on (B)(6), 2010. According to the complainant, the patient's anatomy was not tortuous and the lesion had not been predilated. After implanting the stent, the physician noted that the stent was folded upon itself. The physician cannot state when the fold happened; only that he noticed it after deployment. The physician removed the stent from the patient. The physician tried to reload the stent into the introducer system, but was unable to load it without a fold. The procedure was not completed due to this event. Radio-chemo therapy was performed on the patient with good results. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.